Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set occlusion event on 26-march-2024 .customer replaced infusion set and resumed insulin deliveries successfully. No further information available.